Event description:
Customer reportedly obtained a result of 1.7 inr on the coaguchek xs system and 2.5 inr on a clinic coagulation measurement device. Results were obtained within 4 hours. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation, however customer declined.